Event description:
An acute patient arrived in shock. The 8 fr sheath that is supplied in the iab kit was inserted into the patient's right femoral artery (rfa). The iab would only advance part of the way through the sheath before becoming stuck. Was unable to remove the catheter from the sheath and had to remove the entire system. A 9 fr sheath was then inserted and a second iab catheter was inserted.====================== manufacturer response for kit, catheter,intra-aortic balloon, fiberoptix======================a staff member from the cath lab spoke with the company rep. And he stated the company has been getting calls from other hospitals having the same problem. Since 2 sheaths come in the kit, our hospital has been informed to only use the one without the wing until the situation can be corrected.